Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked/chipped left plunger case and missing battery pack. A broken screw boss was found at the top case with visible contamination. The tamper seal was removed. Review of the event history log (ehl) showed check syringe flange sensor. The device was powered on and a syringe test was performed and the reported issue was duplicated. The cause of the reported issue was due to the syringe flange sensor (optocoupler) and physical impact. As a result, the optocoupler (flange/ear clip sensor) was replaced along with the plunger head assembly. The device was re-calibrated and a syringe test was performed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in (B)(6) 2022 per ro #(B)(4) and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump exhibited main pcb issue. The plunger head was damaged. No patient injury was reported.